Manufacturer narrative:
This report is submitted on february 09, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. It was also reported that, the patient accidentally pulled the electrode through the external auditory canal. Subsequently, the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 16, 2024.